Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to weakness with blood glucose of 850 mg/dl. The customer¿s current blood glucose was 850 mg/dl. The customer states he does not want to troubleshoot for high blood glucose and only wants to turn of the pump. Customer reports they do not feel okay to troubleshoot. The customer was advised to discontinue use of the insulin pump, suspend and remove reservoir. The insulin pump will not be returned back for analysis.